Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Patient described as "heavy set". This device is used for treatment not diagnosis.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2015. Revision of shoulder components due to infection.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of shoulder components due to infection.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2015. Revision of shoulder components due to infection. There was a delay to surgery of approximately 90 minutes.